Event description:
Follow up information was received on 07 may 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number 168300. The batch documentation of complaint samples was checked and no deviations found which could have a negative impact to the adhesive strength. No further investigation possible adhesive strength was tested on each bulk batch before filling. Adhesion strength was within specification for all batches. According to etol's many years of experience in manufacturing of adhesive creams, it was known that adhesion depends on several aspects of the individual consumer, e.g. Eating behaviour, condition of the jaw (prothesis, ph of saliva). Complaints received for too much adhesion are common and expected. These complaints have been considered as unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Choking on it [choking]. I was gagging [gagging]. I was rinsing my lips were sticking to my gums [lip discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 168300, expiry date 12th july 2023) for denture failure. This case was associated with a product complaint. On (B)(6) 2021, the patient started poligrip cushion comfort. On (B)(6) 2021, 1 days after starting poligrip cushion comfort, the patient experienced gagging. On an unknown date, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), lip discomfort, wrong technique in device usage process and product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking, gagging, lip discomfort, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and lip discomfort to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 12 apr 2021. Consumer stated that I had dentures, and I love your super poligrip, the poligrip green label and the gold. I bought this cushion and comfort the purple brand, I could not get it off my gums. I was gagging. My dentures fit well. Finally I got my teeth out and all of it was stuck to my gums. I tried it myself. I was gagging, choking on it just wasn't not coming out of my mouth. I just wanted to call and then you about it. I do love your other products. Lot 168300 exp 2023-07-12 start one time, (B)(6) 2021, ae 24 hours later, I sleep with my dentures in. It seals good. I broke the seal and that's when it stuck to my dentures. It all kind of just stayed in my gums. I was rinsing my lips were sticking to my gums. Indication loose dentures, hcp advice no, hcp form yes, drug safety yes. Product complaint reference ID was (B)(4).